Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d 2ss cv tubing was bulging and occluded. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown it was reported that the IV tubing was bulging in the chamber of the alaris pump which was beeping 'occluded.'. Event description per email states: IV tubing bulging in the chamber of the alaris pump it was beeping 'occluded' and then when door opened, bulging tubing was noted FDA safety report ID # (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. The initial reporter also notified the FDA on 6 march, 2020. Medwatch report # mw5093360. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d 2ss cv tubing was bulging and occluded. The following information was provided by the initial reporter: material no: 2420-0007, batch no: unknown. It was reported that the IV tubing was bulging in the chamber of the alaris pump which was beeping 'occluded.' Event description per email states: IV tubing bulging in the chamber of the alaris pump it was beeping 'occluded' and then when door opened, bulging tubing was noted FDA safety report ID #: (B)(4).